Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a stylus calibration issue. It was noted that the stylus would not stay calibrated. The cable between xy board and overlay was reseated and the stylus calibrated with 25-point calibration disk. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests.

Event description:
It was reported that the programmer stylus required a repair. It was noted that the programmer was calibrated and the stylus was changed out however the issue was unresolved. There was no patient involvement reported.